Event description:
It was reported, the camera head's image remained black when it was connected to the source. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was found that the endoscopic image was not displayed due to a deteriorated cable unit. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the identified failure is failure to follow instructions. The event can be detected/prevented by following the instructions for use which state: "- never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable." Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted for correction to investigation conclusion and additional information. Based on the investigation results, a definitive root cause could not be identified. However, it is likely that the image problem was due to a cable deteriorated and leakage.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the camera head's image remained black when it was connected to the source. There was no patient involvement.